Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink power supply was returned for evaluation: DHR - no anomalies occurred during the manufacturing process. Failure analysis - visual inspection. Power supplies had live pins no longer connected to the blade adapter. The plastic surrounding the remaining pin showed signs of stress or deformation. This indicates the power supply when removed had an increased force load to the pin causing the plastic molding to yield. Root cause - the complaint was confirmed in the complaint investigation. The supplier evaluated and believes that the disconnection is due to the user pulling the blade out of the wall in which way it is acting like a lever and too much pressure is then applied to the blade.

Event description:
A facility reported a live pin of power supply country specific adaptor disconnected from its location. The pin has live 230 volts potential. The event led to less than 30 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.